Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fatigue and shortness of breath. It was also reported the right ventricular (rv) lead had a rising threshold trend and high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the fatigue and shortness of breath were unrelated to the lead malfunction. A new rv lead was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped prior to replacement.